Manufacturer narrative:
Additional information: device evaluation: visual evaluation of the returned product found the device was received in a condition consistent with a lens that has been explanted (cut in pieces). Residue of viscoelastic and loose particles were noted on the optic body. The condition of the returned device does not allow for further investigation. The investigation results do not suggest that the complaint lens has been affected by the manufacturing process. The lens was handled, inserted into the patient eye and then was cut and removed. Cosmetic defect could not be confirmed as manufacturing error the reported rough spot on lens could not be confirmed. A review of the manufacturing records found all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. The production was manufactured according to specifications and the product met manufacturing release criteria. Corrected data: (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): incision enlargement.rough spot on intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the physician noticed the intraocular lens (iol) had a rough spot on it while inserting it into the eye. The lens was completely inserted in the eye and then removed within the same procedure. The incision was enlarged. Another lens was inserted and surgery was completed. No patient injury was reported, and no vitrectomy was performed. No further information has been provided.